Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired on (B)(6)2014 due to respiratory failure secondary to a spontaneous intracranial hemorrhage.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.